Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported downstream occlusion which was not reproduced. The reported downstream occlusion messages were confirmed through the history log. The eval found the downstream sensor current reading with a fluid filled set loaded to be above spec. Further eval determined that the downstream pusher plate gap was too narrow. The downstream plate shim was replaced to correct this condition.